Manufacturer narrative:
The associated anthology posterior hard stem inserter was returned and evaluated. Visual inspection of the product confirmed the stated failure mode. The tip of the inserter has broken off and has not been returned. This instrument was manufactured in 2008, and it exhibits signs of significant use and wear. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the tip broke off during surgery in the surgical field. There was backup device available. No delay was reported.